Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, active current measurement, and the displacement test however, the device was received with high sleep current due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection.